Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump drive support cap was flush. The customer's blood glucose value was 200 mg/dl. Customer reported high blood glucose during morning for 1 month. Customer advised to disconnect the use of the insulin pump and back up plan. The insulin pump will not be returned for analysis.